Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 700 mg/dl and "burns to the throat and esophagus"; cause was not clear. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue. Customer declined to provide discharge date. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.